Manufacturer narrative:
Patient medical history includes but is not limited to: dvt, hypercoagulable state, hyperlipidemia, lymphadopathy, heart murmur, arrhythmia, diabetes, thromboembolic event, tobacco use. Patient medications include but are not limited to: amoxicillin; atorvastatin; vitamin b12; jardiance; metformin; triamcinolone acetonide; xarelto; bilateral knee replacement; cardiac defibrillator. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system the patient tolerated the procedure with no evidence of endoleak. On (B)(6) 2022, the patient underwent reintervention for a suspected distal type I endoleak associated with the gore® excluder® contralateral leg component on the left side. The left internal iliac artery (liia) was coil embolized and two additional contralateral leg components were placed, with intentional coverage of the liia. No endoleak was confirmed. The patient tolerated the procedure with good results.

Manufacturer narrative:
H6: added code c19.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to, endoleak. H6: corrected investigation conclusions from d15 to d12.